Manufacturer narrative:
Product was requested to be returned and has not been received for evaluation. This report is based solely on the customer's reported issue. (B)(4). Pending receipt.

Event description:
Customer reported that when the restraint was first removed from storage, the strap broke off. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation results: customer returned only one restraint of the pair. The bed connecting strap has the prongs on the male component broken off and engaged with the female component. The hook and loop, neoprene wrist cuffs, webbing and stitching throughout the product assembly are intact with no damages found. Due to the broken male prong the product is non-functional. The damaged quick-release buckle located on the bed-connecting strap appears to have broken while the male and female components were engaged. An attempt to re-create the break was made and found to be difficult to do by hand. Therefore, extreme tensile strength would have been needed to make this break possible. The device is approximately 3 years old. It was confirmed that the customer admitted to having the device on the shelf for over a year and the storage conditions are unknown, a root cause of the failure cannot be determined. The instruction for use state that "before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook-and-loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged." At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental medwatch required for additional investigation results.